Event description:
A dr. Of an university medical center informed medtronic mis that the floppy section of the flow-directed ultralite 1.8f microcatheter broke off when just going into the body through the introducer sheath into the guiding catheter and that noting broke off in the pt. The location of the break on the ultralite was reported to be at the junction between the white and blue sections of the shaft. The ultralite was not returned to medtronic mis for analysis and the lot number was unknown.